Event description:
The surgeon didn't know why there was a concern of high impedance. The patient underwent a full system replacement of generator and lead due to sudden onset of painful stimulation/cough. Return of the explanted products is not expected per hospital policy. No further relevant information has been received to date.

Event description:
It was reported that the patient had possible lead damage. It was then later clarified by the company representative that no high impedance was detected. Patient had been in several work related accidents in the last 6 months and reported that they were no longer ¿feeling stimulation" and reported an increase in seizures. Conversely, clinic notes reported that the patient had intractable cough reportedly triggered by her vns and as a result, the output current was lowered, but this didn't resolve patient symptoms. The vns was disabled. There was no indication of high impedance noted in clinic notes. No further relevant information has been received to date.